Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant procedure due to an infection at the implantable pulse generator (ipg) pocket site. Symptoms included swelling, redness and pain. The infection was confirmed by culture medium, and the result has indicated staphylococcus aureus, the patient was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7049009, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7049069, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant procedure due to an infection at the implantable pulse generator (ipg) pocket site. Symptoms included swelling, redness and pain. The infection was confirmed by culture medium, and the result has indicated staphylococcus aureus, the patient was prescribed with antibiotics. Additional information received states that following the explant procedure on (B)(6) 2025, it was later reported that a part of the extension remained in situ. On (B)(6) 2025, the remaining part of the extension was explanted and discarded at the facility, and a new extension along with a replacement implantable pulse generator (ipg) was successfully re-implanted.